Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction, using the one-way valve and then aspirating the balloon in the tray. The md stated that "he felt some resistance while the proximal end of the balloon was passing through the trip of the sheath." The balloon was "not unwrapped at that time." The md insists that "the connection part between the proximal balloon and the clear retaining catheter seems to be larger than before." As a result of the difficulty met, the md used another iab with success.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.